Event description:
It was reported that the device leaked water. No patient involvement or injury was reported.

Event description:
Additional information was received which included the event date, and that staff found the unit leaking but no patient was involved.